Event description:
The customer reported that during a cystectomy, oozing occurred although an end tone, indicating a completed seal cycle, was heard. Another device was used to complete the procedure without incident. There was no patient injury.

Manufacturer narrative:
Covidien reference # : (B)(4) . Date of initial report: (B)(6) 2010. The incident device has been received and is under evaluation. When the device evaluation is complete,a follow-up report will be submitted.